Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's doctor reported via phone call of customer's low blood glucose levels. The customer's level was 40mg/dl. The doctor was requesting for a rep to go out and assist with the customer's pump. The doctor refused to troubleshoot the device and request a rep travel out. The doctor was informed that rep would follow up.